Manufacturer narrative:
(B)(4). Date sent: 9/26/2023 photo analysis: an image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the fluoroscopy image demonstrates a discontinuous linx device." A hands-on analysis is necessary to determine the cause of failure. The mechanism/cause of failure cannot be determined from the provided image. No further investigation can be completed at this point.

Event description:
It was reported that there is a discontinuous linx device. No details are known.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2023. B3: unknown; captured as awareness date. No lot number was provided therefore a device history could not be done. Photo images photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.